Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). The field service technician replaced the analog board and fixed o2 tee. The parts were scrapped by the field service technician. It is unclear if there was patient involvement with this event. Patient demographics such as age, date of birth, gender, and weight were not provided by the customer.

Event description:
The customer reported the model ltv (lap top ventilator) 1200 ventilator was sent in for a bad analog board that failed calibration and the o2 tee was worn down and kept leaking o2 at the fitting.